Event description:
The customer's father reported via phone call that the customer had a difficult time with the bolus, escape and act buttons on the insulin pump. Customer's blood glucose was unknown. The father could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.